Event description:
It was reported that during preparation of the steerable guide catheter, the device would not hold fluid column. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.